Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient implanted with the light adjustable lens (lal, sn (B)(6), +17.5d) was diagnosed with uveitis on (B)(6) 2025 following their first light treatment. The uveitis reportedly resolved but came back after the second light adjustment on (B)(6) 2025. At this time, the clinic learned of the patient's history of mouth ulcers. The patient was subsequently prescribed antiviral medication prior to the third light treatment for treatment of herpetic uveitis. The uveitis resolved on (B)(6) 2025 and the patient completed their remaining light treatments with no additional complications.